Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: primary tubing was infusing chemotherapy (via secondary), after about 1 hour distal part of tubing (closest to patient) started leaking. The lower part of the tubing had small beads of medication leaking through the tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were returned by the facility for evaluation. The two samples were functionally tested by attaching to an airline at 10psi for 10 seconds and then submerged under water, no leakage was observed. Based on the evaluation results, no non-conformance was observed during testing. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.